Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
(B)(4) received information that this patient presented to the hospital due to several ventricular fibrillation episodes. Upon interrogation of the implantable cardioverter defibrillator (ICD) showed two different fault codes. It was noted that the patient had three episodes. The first shock was aborted, the second shock showed low out of range shock impedance measurements and the third shock aborted due to high voltage. The vf was spontaneously converted to sinus rhythm. A request for analysis was sent to (B)(4) technical services (ts). Ts discussed that the fault codes indicate a possible right ventricular (rv) lead issue and discussed also to replace the ICD. Ts noted that fc1004 indicate that the device delivered a shock into a shorted condition and could indicate a possible lead issue and possible damage to the device as the device delivered therapy into a low impedance condition. Ts noted that fc1006 is stating that the device was detecting voltage on the lead system during the change which was not normal behavior. It was noted that this would be seen if the device is charging while external shocks were being delivered, if there were no external shocks this could indicate that voltage is leaking from the device during change. Ts discussed explanting the system as the patient could be considered unprotected. Additional information recieved noted that the ICD was explanted and replaced with a new device and lead. This device will be returned, while the rv lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was interrogated with a programmer and confirmed that the device recorded a lead impedances of < 200 oms when it delivered a 41 j shock. Visual inspection noted on irregularities. X-rays were performed which confirmed that the plasma fuse was damaged (i.e., in an open condition) as a result of an arcing event. It was noted that external shorting of the high voltage lead during a charge is known to cause internal damage, thus the device was not expected to performed to specifications post-shorted lead event(s) and further testing could result in additional damage. Laboratory analysis concluded the device behavior was induced when a shock was delivered through a shorted high voltage lead. The associated lead was surgically abandoned and will not be returned.